Manufacturer narrative:
Product ID 3387s-40 lot# v765533, implanted: (B)(6) 2011. Product type lead, product ID 3387s-40, lot# v765533, implanted: (B)(6) 2011. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the explant was planned for sometime next week, no date specified. The scab had not resolved yet.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type extension. Product ID 3387s-40, lot# v765533, implanted: (B)(6) 2011, explanted: (B)(6) 2020. Product type lead, product ID 3387s-40, lot# v765533, implanted: (B)(6) 2011, explanted: (B)(6) 2020. Product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the right lead and part of the right extension was removed on (B)(6) 2020 and the scanned area was cleaned out and closed with a partial flap. The lead/part of extension will not be returned because it was sent off to pathology to see if there is any infection. Patient was put on antibiotics via a PICC line to help clear our any infection as well as to try and persevere the left lead, extension and ins. Unknown as to what caused the scab however the scale was noted to be very thin and friable. Could have even been cause by brushing her hair etc since the beautician was the first to notice the scab. The lead/ extension portion explanted will not be returned as it will be discarded following infection testing. The physicians do not believe this was related to any type of malfunction from the dbs. Just very thin scalp. This was confirmed with the account. No further information.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v765533, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v765533, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the clinic and mentioned a scab over the right lead and stimloc. Unknown reason why this occurred. Denies any hits or scrapes to head. Diagnostics/troubleshooting included being instructed to use neosporin 3 times a day and has an alpine with the doctor to determine if the device needs to be explanted. The issue is not yet resolved.